Event description:
It was reported that during trochanteric fixation nail (tfn) nail removal of the right femur for non-union with bone graft of the original right femur repair. During the surgery the inserter extractor for the plate had a bolt break and another inserter extractor from the capital instrumentation the bolt stripped during tightening. Patient had previous surgery by unknown surgeon for an intertroch fracture of the right femur. First surgery was fixed with a proximal femur plate which failed and then was repaired with a long tfn nail. Due to non-union tfn nail was removed and a 95 degree condylar blade plate was used to repair the site. Blade plate position was chosen by using the standard drill guide and blade chisel was inserted in the usual technique. Blade length was chosen and as well as plate length. Plate was attached to the inserter extractor 332.16 with the 11 mm open box wrench. Blade plate was inserted and during insertion the blade began to angle anterior in the femoral neck and had to be removed for reinsertion. Surgeon began to remove blade plate with the slotted hammer and the inserter extractor bolt sheared in half. Capos system was in the room and surgeon applied inserter/extractor 332.353 from this set on to the blade plate in attempt to remove blade plate from patient. Blade was successful removed, but bolt from this inserter began to back out of the instrument. Surgeon used 11mm open box wrench and began to tighten bolt. Bolt stripped but held on to plate long enough to complete insertion of blade plate successful, case was successfully completed with 5 min surgical delay and no adverse event to the patient. It was confirmed that no fragments were generated from bolt sheared off in half. There was no report of a surgical delay. This report is for an unknown nail. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.